Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was over 300 mg/dl at the time of incident. The customer was treated with manual injection during hospitalization. The insulin pump will not be returned for analysis.